Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 166 lbs. Patient's undergo an essure confirmation test. Pregnancy test: negative. Previously administered products included for an unreported indication: depo - provera. Concurrent conditions included overweight, back pain, hives, chickenpox, cervicitis and paratubal cyst. Concomitant products included ibuprofen since 2013 and paracetamol (tylenol) since 2013. In 2012, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), herpes zoster ("rashes or skin conditions type: shingles"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, herpes zoster, migraine, tooth disorder, dysmenorrhoea and vaginal discharge was resolving and the vulvovaginal pain, abdominal pain, allergy to metals, urinary tract infection, headache, nausea, dyspareunia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, herpes zoster, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, shingles, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 166 lbs. Patient's undergo an essure confirmation test. Pregnancy test: negative. Previously administered products included for an unreported indication: depo - provera. Concurrent conditions included overweight, back pain, hives, chickenpox, cervicitis and paratubal cyst. Concomitant products included ibuprofen since 2013 and paracetamol (tylenol) since 2013. In 2012, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), herpes zoster ("rashes or skin conditions type: shingles"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, herpes zoster, migraine, tooth disorder, dysmenorrhoea and vaginal discharge was resolving and the vulvovaginal pain, abdominal pain, allergy to metals, urinary tract infection, headache, nausea, dyspareunia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, herpes zoster, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, shingles, nickel allergy. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & medical record received. Reporter's information was added. Patient's demographics added. Added event abnormal bleeding (vaginal, menorrhagia), nickel allergic, uti, shingles, migraines, headaches, nausea, dental problems, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain / loss, hair loss. Updated outcome of events. Updated onset date of events. Historical drug, concomitant drug, concomitant condition were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.